Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure of an ultrasound guided kidney biopsy procedure using the maxcore instrument, one of the two notches was activated. It was further reported that patient had bladder catheterization and macroscopic hematuria. The current status of the patient is unknown.

Event description:
It was reported that during the procedure of an ultrasound guided kidney biopsy procedure using the maxcore instrument, one of the two notches was activated. It was further reported that patient had bladder catheterization and macroscopic hematuria. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one 16g maxcore disposable core biopsy instrument for evaluation. The device was received with protective tubing and no yellow guard attached to the needle. The device appeared to have residue throughout the needle. The device was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. During functional testing: the device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime and fire properly. All 6 samples were collected with no issue. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.